Event description:
Reporting status: malfunction. Reporting rationale: separated polymer is likely to cause or contribute to pt injury. Device issue: separated polymer. It was reported that the guide wire was coming out of the side hole of the guiding catheter, so the guide wire was retrieved and redirected to the main trunk. While viewing on cine, something appeared to be hanging out of the guide wire; therefore, the guide wire was removed from the pt. Upon removal, some loose polymer was found hanging on the tip of the guide wire. No add'l event or pt info is available. This is being filed as a portion of the polymer was returned in the guiding catheter.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the guide wire was returned with blood and contrast on the core, polymer, and coils. There was corrosion on the tipball. There was a bend in the tip, 4 mm proximal to the tipball. The polymer was separated, 4 cm proximal to the proximal solder. There was 1.6 cm of polymer missing from the core. The separated portion was located on the tip coils distal to the center solder. Another company's guiding catheter was returned. There was a piece of polymer in the tip of the returned guiding catheter. The intermediate coils were pushed distal from the proximal solder for a length of 2 mm. There were offset intermediate coils at the proximal to the center solder for a length of .5 mm. There was no other damage noted to the guide wire. The tip of the guide wire was tugged on to confirm that the core and shaping ribbon were intact. Product performance engineering has reviewed the case description and the analysis of the returned product. The guide wire was returned with blood and contrast on the core, polymer, and coils consistent with product preparation and use inside the anatomy. Analysis confirmed that the polymer was separated proximal to the proximal solder. There was 1.6 cm of polymer missing from the core which was identified adjacent to the side hole of the guiding catheter. The case description states that "the wire was coming out of the side hole of the guiding catheter". It is possible that the polymer scraped against the guiding catheter causing it to tear and separate as seen in the analysis. Analysis also noted offset and stretched intermediate coils, which can be due to the interaction between the wire and guiding catheter. The guide wire is not intended to exit through the side hole of a guiding catheter; however, this situation can occur due to, but is not limited to, tortuous anatomy, torque technique of the wire, and/or pt disease state. No anatomical info was reported which may have aided in eval. Since no damage to the wire was noted prior to use, the interaction appears to be related to case circumstances. To ensure polymer damage does not occur during mfg, all wires are inspected after the pushtrusion process and at final inspection for any coating defects. Additionally, quality control performs a process audit to ensure product quality. A review of the lot history record was performed and indicates that this lot met all the mfg requirements. Additionally, there were no other similar incidents reported with this part and lot combination. Based on the case description and analysis of the returned device, the reported difficulty appears to be related to case circumstances. Corrosion was noted on the tipball. This appears to be related to transportation back to abbott vascular and does not appear to be related to the reported difficulty. A bend in the tip was also noted which appears to be related to the shape a physician normally applies to a wire prior to use, and does not appear to be related to the reported difficulty. Product performance engineering will monitor the incident circumstances. All wires are inspected after the pushtrusion process, and at final inspection for any coating defects. Additionally, quality control performed a process audit to ensure product quality. This MDR is considered closed by the product performance group.